Manufacturer narrative:
The reported events were lead dislodgement and unacceptable capture threshold. A complete lead was returned in one piece. The reported event of unacceptable capture threshold was not confirmed. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted except for procedural damage. Visual examination of the lead found the helix was bent/damaged consistent with procedural damage and was clogged with blood/tissue. Unable to measure helix extension length and unable to perform helix mechanism/extension length test due to the damaged helix.

Event description:
New information received notes that the right ventricular (rv) lead was found to be dislodged.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition throughout.